Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report numbers: 1627487-2013-13680 and 1627487-2013-13682. It was reported, the patient¿s system was explanted due to the patient¿s pending spinal fusion surgery.